Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was not maintained due to holes in the curved rubber, wrinkles in the insertion tube, the bending angle was insufficient due to elongation of the angle wire, the curved tube was crushed, the flexible tube of the insertion section was crushed, the coating of the image guide coil was peeling, the curved rubber adhesive was missing, the angle lever was cracked, scratches were found on the operation part, scratches were found on the eyepiece, the peeling of the paint was recognized on the eyepiece, scratches were found on the operation unit cover, scratches were found on the grip, scratches were found on the up/down plate, scratches were found on the universal cord, scratches were found on the operation part side of the universal cord, and scratches were found on the light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the oes bronchofiberscope had a pinhole in the rubber. Inspection and testing of the returned device found the coating of the image guide coil was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.